Event description:
The following information was reported to gore: on unknown date but in the summer of 2023, a patient underwent endovascular treatment of an aortic aneurysm using non-gore device, afx stent graft. On (B)(6) 2024, a reintervention was performed for a possible distal type I endoleak using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). A medikit 8 fr long sheath was difficult to advance due to strong tortuous of the left iliac artery. A medikit 8 fr short sheath and a radifocus guidewire was used. A vbx device was difficult to advance and the physician tried to removed the vbx device. However the stent graft caught on the sheath and the stent graft dislodged. It was surgically removed. Another vbx device was successfully implanted using a long sheath and a super stiff guidewire. The patient tolerated the procedure.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: the gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) IFU was reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified as related to the failure mode(s) in this complaint: "do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.